Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. On (B)(6) 2018, the lead was capped and replaced. Patient was stable before, during, and after the procedure.